Manufacturer narrative:
One 8.5f swartz braided introducer dilator was received for evaluation. A perforation in the dilator tube was noted 1.35¿ proximal to the distal tip. No other visual anomalies were noted. The returned needle/stylet assembly was inserted and advanced through the dilator/sheath assembly; however, the needle could not be advanced past where the perforation was located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a puncture of the introducer.